Event description:
Complainant alleged that during biomed testing, the device did not power up. Complainant indicated that there was no patient involvement in the reported malfunction. Customer biomed evaluated the device and allegedly observed oxidation and dirt on some of the boards.